Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the certas valve was implanted. The doi and the initial setting was unknown. On (B)(6) 2019, the surgeon emailed the sales rep and following is the content; ¿the lp shunt surgery was performed the other day and CT images were taken today. Then it was confirmed that there is massive intraperitoneal air and the surgeon almost diagnosed intestinal perforation which requires another surgery. The patient has slight fever, inflammation, and pain, so now s/he is under monitoring. The patient is going on fast and I will keep informing you with images.¿ the surgeon informed of intestinal perforation, abdominal side complication, and peritoneal cystis. The latest condition of the patient is stable. No further information was provided by the hospital. The product will not be returned to your site.